Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2024. A peritoneal effluent fluid culture and cell count (wbc = >5,000 g/dl) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). However, the peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2024, and the patient¿s ip vancomycin and ceftazidime were discontinued. The patient was transitioned to daily ip augmentin (dosage, duration not provided). The pdrn stated the patient was visiting his son when he contracted the infection. The pdrn attributed causality to multiple cats at the sons¿ residence being present for initiation and termination of ccpd therapy. The patient has been reeducated. The patient has recovered from the serious adverse events and continues to utilize the same cycler. Per the patient¿s pdrn, the reported serious adverse events were unrelated to the patient¿s utilization of any device(s) and/or product(s).